Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as oozing sores under each breast. There was no alleged device malfunction contributing to the irritation. The patients visiting nurse did provide calmoseptine to the irritation and dressed the area with a cloth. Follow up indicated the irritation improved.